Manufacturer narrative:
H11:correction. D4:corrected model# . Section d4 was updated to indicate correct model # . G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported to vyaire medical that during startup, a message displayed on the screen of the avea ventilator said "settings lost - settings returned to default" and that an inop message occurred before screen off", that the led small light for error flashed after shutdown, and that "device error" showed at the low bar. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.